Event description:
The account contacted an abbott customer technical advocate (cta) regarding erratic results being generated by their cell-dyn 1700 cs analyzer in closed mode. A patient sample generated an initial hemoglobin result of 12.1 g/dl and a platelet result of 24k/ul and when repeated, yielded a hemoglobin or platelet parameters except for an "l" indicating that the hemoglobin of 8.4 g/dl and platelet of 24 and 15 k/ul were outside the established reference range. No impact to patient management was reported.